Manufacturer narrative:
Sc-1160 (sn:(B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort at the pocket site. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.